Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows deformation of the tulip threads and a portion of the tulip has fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for one virage rook,polyax.scrw 3.5x34mmassy for the failure of upper housing fracture and deformation. This event is believed to be attributed to cross threading of the closure top, leading to thread deformation and fracture of the tulip when final tightening of the closure top was attempted. This event is not believed to be attributed to manufacturing or design. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that following the installation of a virage polyaxial screw, final tightening of the closure top caused a crack in the upper portion on one side of the screw head. There was a 60 minute procedural delay, but no patient harm.

Event description:
It was reported that following the installation of a virage polyaxial screw, final tightening of the closure top caused a crack in the upper portion on one side of the screw head. There was a 60 minute procedural delay, but no patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.